Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked reservoir tube lip and missing end cap sticker. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self-test, off no power test, error test, occlusion test, prime test and excessive no delivery test due to prime alarm.